Manufacturer narrative:
Pump received with no a17 alarm or a47 alarm noted during testing. Pump passed a21 error test and self test. Unit had a47 alarm in alarm history screen and was unable to upload using carelink pro due to corrupted history life. No physical damage found during visual inspection. (B)(4).

Event description:
Customer reported that the insulin pump returned three separate error alarms. Blood glucose level was 105 mg/dl at the time of the call. No further information was provided.